Manufacturer narrative:
The investigation for the console (aic) battery failure-red alarm has been completed. After reviewing the console logs, the reported battery failure issue was confirmed. There were multiple battery failure (transport connection blown/missing) [event set #360] and battery level low (50%) [event set #23] alarms observed in the imc logs from the reported occurrence date. The console was returned for evaluation. The reported battery failure alarm was reproduced. More specifically, batttest results revealed battery 2 had failed. Its logical fuse ¿fu¿ indicator was missing in the batttest results, which is indicative of that battery having no voltage across the negative and positive terminals. Further testing was done to this aic in collaboration with field service and the issue was isolated to battery 2. The reported battery failure issue was determined to be caused by a defective battery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) had a battery failure. No patient harm has been reported.